Event description:
Pt complains of chest and back pain, neck and shoulder pain, lumps in shoulder and under shoulder blade, very frequent heart palpitations, headaches, aches and pain in joints, aches over body along nerve endings, nervous system "very bad", forgetfulness, depression, cries a lot, dry skin, extreme fatigue, memory loss, whole left side hurts and goes to sleep, nausea, immune system seems very low, she catches everything she comes in contact with, flu every yr and most of the time she has a relapse and night sweats mostly around her neck. Event date: 3/5/79.